Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 27mg/dl; cause was not known. Customer had a seizure and spouse performed cardiopulmonary resuscitation (CPR). Customer consumed carbohydrates to address bg. Customer went to the hospital and was admitted. Customer was treated with intravenous saline. Customer was discharged the next day with the issue resolved and no permanent injury. There were no observed issues with the infusion set tubing or cannula, insulin or cartridge. Pump was functioning as expected.